Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
The clinician reports 5 months after the dental implant and abutment were placed in ada site 12 in the mouth, the implant failed to integrate in type iii bone. Clinician reports bruxism and malocclusion. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that immediate load procedure was performed.

Event description:
The clinician reports 5 months after the dental implant and abutment were placed in ada site 12 in the mouth, the implant failed to integrate in type iii bone. Clinician reports bruxism and malocclusion. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).